Event description:
The pmta applicator was positioned into the tumour. The first treatment cycle was set at 120w and stopped at 4 minutes. The applicator was further advanced into the tumour and treatment set at 180w for 2.30 minutes tripped at 58 seconds. Retried and again stopped by a reflected power trip. Applicator then removed from pt. On removal it was noted that the ceramic tip had become detached from the applicator - remains in pt.